Event description:
It was reported that during an open reduction internal fixation (orif) of a left fibula, the drill bit broke as the surgeon passed the new 2.5mm drill bit through the guide and turned on the power. The drill bit broke and became cold welded into the guide. Another drill bit and guide was available and used to successfully complete the procedure. There was a five minute delay caused by the broken drill bit. Replacements were requested. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates a fragment of a drill bit is stuck over the complete length of the 2.5mm sleeve. The visual inspection did show no damages, like a deformation of the sleeve or a bent tooth at the tip of the sleeve, which could cause such an occurrence. The relevant inner diameter of the 2.5mm sleeve cannot be verified anymore at it is not accessible because of the drill bit fragment within. Measurements that could be taken were found to meet specification. Investigation is on-going.